Event description:
It was further reported that the motor stall occurred at 12:28 and recovered at 18:57 without any further troubleshooting or interventions needed. The patient did not report any symptoms associated with the stall and continued to have good therapy coverage.

Event description:
It was reported that there was a confirmed pump motor stall with no motor stall recovery in the event logs. The motor stall was caused by the patient having an MRI. The patient was given clonazepam prior to the scan so they ¿don¿t feel anything¿ different. The physician was going to wait an additional 20 minutes and re-interrogate the pump to see if the motor stall had recovered. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).